Manufacturer narrative:
No lot code was reported by the customer; therefore, lot specific evaluation cannot be completed. All compounding, preprocessing, filling and packaging mbrs are subjected to 2 independent reviews. In addition, the following are reviewed: all chemistry and microbial finished product results. Environmental, utility, bioburden records. Sanitization records. Sterilization cycles. Root cause for the complaint condition could not be determined. Potential root causes: solution quality issue - chemistry and microbiology data must meet regulatory requirements prior to release. Consumer mishandling - no conclusion can be made regarding the contribution of consumer mishandling as this factor is outside the control of the manufacturing facility. Event related to consumer physiology - no conclusion can be made regarding the contribution of unique consumer physiology as this factor is outside the control of the manufacturing facility. Event related to surgical technique - no conclusion can be made regarding the contribution of surgical technique. The product labeling for silikon 1000 provides indications for use, contraindications, warnings, precautions, and directions for use to ensure proper use of the product. Surgical technique, product handling and storage are unknown. Lot specific evaluation is not possible without the lot code being reported. No further action warranted at this time. Per monthly trending, no associated trend alert(s) were observed. All complaints are reviewed on a monthly basis, and corrective actions will be defined if required. The manufacturer internal reference number is :(B)(4).

Event description:
In a literature study article, a physician reported the postoperative complications that occurred in multiple patients who had received silicone oil injections. The patient's who underwent postoperative silicone oil removal following vitrectomy surgery, experienced hypotony in the eye (unknown). The current condition of the patient's was unknown. No further information expected as customer was unwilling to provide. This complaint is pertaining the five of ten reports received from the initial reporter.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Literature article: "complication of silocon, tomohiro torikai (kyorin center) " eye grafic 143-145, 2024. The manufacturer internal reference number is: (B)(4).